Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right and left essure coils still located within the uterine fundus/one was in the uterus and one was protruding from the "cornua"/ migration of essure device"), fallopian tube perforation ("perforation (fallopian tubes)"), autoimmune disorder ("auto-immune disorder") and genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2004, (B)(6) 2006, (B)(6) 2012) from 2002 to (B)(6) 2011, breast prosthesis implantation in 1999 and laparoscopy on (B)(6) 2013. Smoking- does not smoke. Previously administered products included for an unreported indication: nuva ring from 2002 to (B)(6) 2011. Concurrent conditions included body mass index normal, social alcohol drinker, dysuria, yeast infection, vaginal discharge, vaginal irritation, anxiety, dry skin, gestational diabetes, urinary incontinence, breast pain, libido decreased, memory impaired, night sweats, sleep disorder, anesthesia and attention deficit/hyperactivity disorder. Family history included diabetes (maternal grandmother), anemia, hepatic disease, asthma, diabetes (maternal grandmother), hypertension, heart disease, unspecified (father, paternal grandmother, maternal grandmother), hypertensive (paternal grandfather) and malignant melanoma (maternal grandfather). Concomitant products included amfetamine sulfate (amphetamine salts), citalopram hydrobromide (celexa), escitalopram oxalate (lexapro) since 2013, fluoxetine hydrochloride (prozac) since (B)(6) 2017 and lisdexamfetamine mesilate (vyvanse) since (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("metal allergy") and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced alopecia ("hair loss / hair loss"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy) and surgery (total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, autoimmune disorder, genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, alopecia, vaginal discharge, vaginal haemorrhage, menorrhagia, allergy to metals and weight increased had resolved. The reporter considered allergy to metals, alopecia, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure successfully implanted, without complications. Due to left essure implant was displaced within her uterus, a bilateral salpingectomy was performed on (B)(6) 2013 with essure removal. Plaintiff continued to experience pain and bleeding and it was diagnosed that both right and left essure coils were still located within uterine fundus and a hysterectomy was performed on (B)(6) 2017. Fallopian tubes were also removed. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. On (B)(6) 2013- total laparoscopic hysterectomy, bilateral salpingectomy, and anterior colporrhaphy, laparoscopic bilateral tubal ligation and bilateral salpingectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: left essure coil displaced. Ultrasound scan - on (B)(6) 2015: within the uterine fundus. On (B)(6) 2013 : hysterosalpingogram : left essure coil was displaced within her uterus, however the right essure coil was placed correctly and the right fallopian tube was fully occluded and abnormal hysterosalpingogram with evidence of contrast within and spilling from the left fallopian tube. The essure device intended for the left fallopian tube appears to be outside of the fallopian tube. It is unclear whether this is outside of the uterus within the peritoneal cavity or if it is imbedded within the myometrium. (B)(6) 2015 : ultrasound scan : both right and left essure coils still located within the uterine fundus. On an unspecified date, CT showed they are imbedded in myometrium. On (B)(6) 2013, pathology report-diagnosis: a. Fallopian tube, "left" (salpingectomy): - no significant histologic alteration - no evidence of malignancy b. Fallopian tube, "right" (salpingectomy): - no significant histologic alteration - intraluminal essure device (gross diagnosis) - no evidence of malignancy comments: gross examination of the right fallopian tube demonstrated an intraluminal essure device. No device was identified in the left fallopian tube despite extensive sectioning. Clinical correlation is recommended. Gross description: a. Specimen is received in formalin labeled "left fallopian tube" and consists of a segment of fallopian tube including fimbriated ends which measures 7.7 cm in length with an average diameter of 0.6 cm. The serosal surface is pink-tan and unremarkable. Sectioning demonstrates a patent lumen with no discrete masses or lesions identified. Representative sections are submitted as a. B. Specimen is received in formalin labeled "right fallopian tube" and consists of a segment of fallopian tube including fimbriated ends which measures 8.4 cm in length with an average diameter of 0.6 cm. The serosa is pink-tan and unremarkable. Sectioning demonstrates a patent lumen with no discrete masses or lesions identified. Embedded within the proximal tube lumen there is a metal coil consistent with essure device. Representative sections are submitted as b. On (B)(6) 2016, x-ray abdomen- findings: two essure devices are present. One is in the right side of the pelvis, at the level of the ischial spine. The other is near the midline, at about the same level. The bowel gas pattern is normal. Moderate-large amount of stool. Small bilateral pelvic calcifications are probably phleboliths. Distal ureteral calculus is not ruled out on either side. On (B)(6) 2016, CT pelvis with contrast-impression: foreign bodies within the uterus, as noted above, likely due to retained essure coils. On (B)(6) 2017, hpf pathology specimen report-final diagnosis :uterus, cervix, hysterectomy left and right uterine cornua with essure implant device grossly identified. Cervix: mild chronic cervicitis. Serosa: no significant pathologic alteration. Myometrium: no significant pathologic alteration. Endometrium: proliferative endometrium. Them cervix shows mild chronic inflammatory infiltrate present. The serosa and myometrium are unremarkable. The endometrium shows proliferative glands present. No significant atypia or malignancy is identified. Gross description: the specimen is received in formalin labeled "kent, emily" and "uterus and cervix" is an intact uterus received without adnexa. The uterus weighs 117 grams, and is 8.5 cm in length, 6 cm from cornu-tocornu, and 3.5 cm from anterior-to-posterior. The serosa is pink-tan, glistening and smooth. Visible through the serosa at the right cornu is a tightly coiled metallic device consistent with an essure. No perforations are identified. The cervix is 3.8 cm in diameter with white-pink, smooth mucosa and a patent 1 cm os. The endocervical canal is pinktan and palmate. The triangular intrauterine cavity is 3.5 cm in length x 3 cm in width and lined by a soft pink-tan endometrium with a maximum thickness of 0.3 cm. The myometrium is trabecular, 1.7 cm in average thickness. No nodules or lesions are identified. Extending from the left side of the intrauterine cavity towards the left cornu is a tightly coiled metallic device, consistent with an essure implant. The right implant extends into the myometrium but does not reach the intrauterine cavity. Representative sections are submitted as follows: cervix - posterior inked, anterior endomyometrium and posterior endornyometrium. Concerning the injuries reported in this case, the following one were reported via medical record confirming events dyspareunia, menorrhagia, pelvic pain, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet was received. All other symptoms completely resolved 6-8 weeks post removal surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right and left essure coils still located within the uterine fundus/one was in the uterus and one was protruding from the "cornua"/ migration of essure device"), fallopian tube perforation ("perforation (fallopian tubes)"), autoimmune disorder ("auto-immune disorder") and genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2004, (B)(6) 2006, (B)(6) 2012) from 2002 to (B)(6) 2011, breast prosthesis implantation in 1999 and laparoscopy on (B)(6) 2013. Smoking- does not smoke. Previously administered products included for an unreported indication: nuva ring from 2002 to (B)(6) 2011. Concurrent conditions included body mass index normal, social alcohol drinker, dysuria, yeast infection, vaginal discharge, vaginal irritation, anxiety, dry skin, gestational diabetes, urinary incontinence, breast pain, libido decreased, memory impaired, night sweats, sleep disorder, anesthesia and attention deficit/hyperactivity disorder. Family history included diabetes (maternal grandmother), anemia, hepatic disease, asthma, diabetes (maternal grandmother), hypertension, heart disease, unspecified (father, paternal grandmother, maternal grandmother), hypertensive (paternal grandfather) and malignant melanoma (maternal grandfather). Concomitant products included amfetamine sulfate (amphetamine salts) and fluoxetine hydrochloride (prozac). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("metal allergy") and weight increased ("weight gain"). On an unknown date, the patient experienced autoimmune disorder, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, autoimmune disorder, genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, alopecia and vaginal discharge had resolved, the fallopian tube perforation outcome was unknown and the vaginal haemorrhage, menorrhagia, allergy to metals and weight increased had not resolved. The reporter considered allergy to metals, alopecia, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure successfully implanted, without complications. Due to left essure implant was displaced within her uterus, a bilateral salpingectomy was performed on (B)(6) 2013 with essure removal. Plaintiff continued to experience pain and bleeding and it was diagnosed that both right and left essure coils were still located within uterine fundus and a hysterectomy was performed on (B)(6) 2017. Fallopian tubes were also removed. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. On (B)(6) 2013- total laparoscopic hysterectomy, bilateral salpingectomy, and anterior colporrhaphy, laparoscopic bilateral tubal ligation and bilateral salpingectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: left essure coil displaced ultrasound scan - on (B)(6) 2015: within the uterine fundus on (B)(6) 2013 : hysterosalpingogram : left essure coil was displaced within her uterus, however the right essure coil was placed correctly and the right fallopian tube was fully occluded and abnormal hysterosalpingogram with evidence of contrast within and spilling from the left fallopian tube. The essure device intended for the left fallopian tube appears to be outside of the fallopian tube. It is unclear whether this is outside of the uterus within the peritoneal cavity or if it is imbedded within the myometrium. (B)(6) 2015 : ultrasound scan : both right and left essure coils still located within the uterine fundus. On an unspecified date, CT showed they are imbedded in myometrium. On (B)(6) 2013, pathology report-diagnosis: a. Fallopian tube, "left" (salpingectomy): - no significant histologic alteration - no evidence of malignancy b. Fallopian tube, "right" (salpingectomy): - no significant histologic alteration - intraluminal essure device (gross diagnosis) - no evidence of malignancy comments: gross examination of the right fallopian tube demonstrated an intraluminal essure device. No device was identified in the left fallopian tube despite extensive sectioning. Clinical correlation is recommended. Gross description: a. Specimen is received in formalin labeled "left fallopian tube" and consists of a segment of fallopian tube including fimbriated ends which measures 7.7 cm in length with an average diameter of 0.6 cm. The serosal surface is pink-tan and unremarkable. Sectioning demonstrates a patent lumen with no discrete masses or lesions identified. Representative sections are submitted as a. B. Specimen is received in formalin labeled "right fallopian tube" and consists of a segment of fallopian tube including fimbriated ends which measures 8.4 cm in length with an average diameter of 0.6 cm. The serosa is pink-tan and unremarkable. Sectioning demonstrates a patent lumen with no discrete masses or lesions identified. Embedded within the proximal tube lumen there is a metal coil consistent with essure device. Representative sections are submitted as b. On (B)(6) 2016, x-ray abdomen- findings: two essure devices are present. One is in the right side of the pelvis, at the level of the ischial spine. The other is near the midline, at about the same level. The bowel gas pattern is normal. Moderate-large amount of stool. Small bilateral pelvic calcifications are probably phleboliths. Distal ureteral calculus is not ruled out on either side. On (B)(6) 2016, CT pelvis with contrast-impression: foreign bodies within the uterus, as noted above, likely due to retained essure coils. On (B)(6) 2017, hpf pathology specimen report-final diagnosis :uterus, cervix, hysterectomy left and right uterine cornua with essure implant device grossly identified. Cervix: mild chronic cervicitis. Serosa: no significant pathologic alteration. Myometrium: no significant pathologic alteration. Endometrium: proliferative endometrium. Them cervix shows mild chronic inflammatory infiltrate present. The serosa and myometrium are unremarkable. The endometrium shows proliferative glands present. No significant atypia or malignancy is identified. Gross description: the specimen is received in formalin labeled "kent, emily" and "uterus and cervix" is an intact uterus received without adnexa. The uterus weighs 117 grams, and is 8.5 cm in length, 6 cm from cornu-tocornu, and 3.5 cm from anterior-to-posterior. The serosa is pink-tan, glistening and smooth. Visible through the serosa at the right cornu is a tightly coiled metallic device consistent with an essure. No perforations are identified. The cervix is 3.8 cm in diameter with white-pink, smooth mucosa and a patent 1 cm os. The endocervical canal is pinktan and palmate. The triangular intrauterine cavity is 3.5 cm in length x 3 cm in width and lined by a soft pink-tan endometrium with a maximum thickness of 0.3 cm. The myometrium is trabecular, 1.7 cm in average thickness. No nodules or lesions are identified. Extending from the left side of the intrauterine cavity towards the left cornu is a tightly coiled metallic device, consistent with an essure implant. The right implant extends into the myometrium but does not reach the intrauterine cavity. Representative sections are submitted as follows: a cervix - posterior inked. B anterior endomyometrium. C posterior endornyometrium. Concerning the injuries reported in this case, the following one were reported via medical record confirming events dyspareunia, menorrhagia, pelvic pain, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2018: plaintiff fact sheet and medical records were received- all relevant medical history, family history, concurrent condition, concomitant medication, lab test were added. Events fallopian tube perforation, weight increased, allergy to metals, menorrhagia, vaginal haemorrhage were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right and left essure coils still located within the uterine fundus"), autoimmune disorder ("auto-immune disorder") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 2 years 8 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge") and pelvic pain ("excessive pain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2013 and hysterectomy on(B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, autoimmune disorder, genital haemorrhage, dysmenorrhoea, abdominal pain lower, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain lower, alopecia, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: essure successfully implanted, without complications. Due to left essure implant was displaced within her uterus, a bilateral salpingectomy was performed on (B)(6) 2013 with essure removal. Plaintiff continued to experience pain and bleeding and it was diagnosed that both right and left essure coils were still located within uterine fundus and a hysterectomy was performed on (B)(6) 2017. Fallopian tubes were also removed. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results: on (B)(6) 2013 : hysterosalpingogram : left essure coil was displaced within her uterus, however the right essure coil was placed correctly and the right fallopian tube was fully occluded. (B)(6) 2015. Ultrasound scan : both right and left essure coils still located within the uterine fundus. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.